Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the needle broke. They told for 2 years we have been in dialogue with supplier about problems with broken and bent needles and threads that also break. They have received 5 unintended events with needles that have broken during a surgery. The pouring date is just an example of date as there have been many events.